Manufacturer narrative:
(B)(4).

Event description:
It was reported that a stent fracture occurred. Ipsilateral access was obtained via the femoral artery. The approximately 100% stenotic lesion was located in the mildly tortuous and calcified popliteal artery. The physician successfully predilated the lesion with a 5x40 mustang balloon and then placed a 7x200x75 innova stent in the lesion and deployed the stent in the first three centimeters and then the deployment of the stent stopped in spite of the wheel still spinning; the sheath remains blocked, the stent is stretched and broken. Part of the stent is left in the patient and was "plated" in the patient's artery with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the stent was broken into three pieces with a portion of the stent inside a non bsc introducer sheath. The proximal part of the stent was stretched. The proximal portion of the stent was in two pieces measuring 3cm and 18cm. The distal portion of the stent, distal portion of the shaft and the distal tip of the innova were protruding/stuck in the introducer sheath. The introducer sheath was kinked 5cm from the hub. There was blood on the distal tip. The inner shaft was completely separated 1cm from the middle silver sheath. The outer blue sheath was bunched 13-14cm from the handle. The middle silver sheath was stretched 6cm. The rack retainer inside the handle was detached. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a stent fracture occurred. Ipsilateral access was obtained via the femoral artery. The approximately 100% stenotic lesion was located in the mildly tortuous and calcified popliteal artery. The physician successfully predilated the lesion with a 5x40 mustang balloon and then placed a 7x200x75 innova stent in the lesion and deployed the stent in the first three centimeters and then the deployment of the stent stopped in spite of the wheel still spinning; the sheath remains blocked, the stent is stretched and broken. Part of the stent is left in the patient and was "plated" in the patient's artery with a non-bsc stent. No patient complications were reported.